Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Imdrf device code a150203 captures the reportable event of band was difficult to deploy. The speedband superview super 7 was not returned; therefore, product analysis could not be performed. However, based on the information provided by the customer, the reported event use of device issue - user error was confirmed. The reported event of bands unable to deploy was not confirmed since the device was not returned and there was a lack of objective evidence. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured in the slot on the handle unit; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU)/product label, "secure trip wire in slot on handle unit." This condition could have affected the overall performance of the device causing the complaint event reported. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during the ligation of varices procedure. The exact procedure date was unknown. During the procedure, the first band was difficult to deploy, while the second and the third bands were broken. The procedure was completed with another speedband superview super 7. It was noted that there may be difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the trip wire was not secured in the slot on the handle unit; however, per the instructions for use (IFU), "secure trip wire in slot on handle unit." Additionally, it was reported that that the physician did not take up the slack (by pulling the proximal end of trip wire on the handle unit). Per the instructions for use (IFU), "take up slack by pulling proximal end of trip wire on handle unit."